Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had non-sustained ventricular tachycardia (nsvt) and received a shock in the ventricular fibrillation (vf) zone. Technical services (ts) was consulted and noticed the right ventricular automatic threshold (rvat) test decrementing. Ts provided troubleshooting options. The device remains in service. No additional adverse patient effects were reported.